Event description:
Removed "mentor" brand 600 cc right breast implant due to suspect infection. Replaced with 550cc "mentor" brand implant in same procedure. Washings from irrigation of right reconstructed breast site sent to microbiology. Tissue from right reconstructed breast wound sent to pathology. This was a transient injury, which required therapeutic or diagnostic intervention. Clinical engineering received device. To be sent to mentor for analysis.